Manufacturer narrative:
This report is submitted on april, 17,2023.

Event description:
Per the clinic the device was explanted on (B)(6) 2023 due to discomfort. There are no plans to reimplant the patient with another cochlear device as of the date of this report.